Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. In addition, review of the device logs revealed an error message (sf147) related to the main blower. Visual inspection of the pneumatic block revealed oxidation and water damage. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no harm or serious injury reported as a result of this incident.